Event description:
It was reported that the user experienced elevated blood glucose recorded at 400 mg/dl with the ilet displaying high during attempts to perform a supply change, observed no drops during fill tubing, remained disconnected from therapy for an extended period, and identified insulin leaking from the cartridge, consistent with a leak/splash originating from the reservoir component. Customer care provided support that included communication with the user and guided troubleshooting. Investigation of this case revealed leakage attributed to a seal issue within the reservoir, aligning with a leak/splash device problem affecting the cartridge-reservoir interface; after removal of supplies, rewinding, drying the chamber, and repeating the supply change with new materials under guidance, the user completed the process and glucose levels returned to range. No clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact once therapy was restored. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.